Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported: "every once in a while, (~every 2wks), there is one that is defective. It's either snapped or doesn't work correctly" please clarify: what do you mean by "snapped or doesn't work correctly"? Please explain in more detail do you mean the suture broke/needle broke/suture separated from the needle? Please explain in more detail what was being done when the snapped occurred (removal from package / during passage through tissue/ during tying / post-op)? Did the snap issue and no lot numbers occurred in multiple procedures? If yes, please provide pc number for each of the procedures do you have a photo for visual analysis? What is the product code and lot number? Procedure name and date? Event date?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The doctor stated that every once in a while, there is one that is defective. It's either snapped or doesn't work correctly. It is not known when the event occurred. Unknown if samples are available for return. There were no adverse patient consequences reported. Additional information has been requested.